Event description:
It was reported that during unpacking for percutaneous coronary intervention procedure the sterile barrier was thought to be breached. During unpacking of an atlantis sr pro the physician found the "sterile barrier was full of air" and thought the sterile barrier had been breached. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for percutaneous coronary intervention procedure the sterile barrier was thought to be breached. During unpacking of an atlantis sr pro the physician found the "sterile barrier was full of air" and thought the sterile barrier had been breached. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of returned device revealed a kink in the sheath assembly at 31.0cm from femoral marker at proximal side. The two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. It should be noted that based on the procedure date the user attempted to use this device after the use by date. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).